Event description:
It was reported that the pump malfunctioned after it got wet while the customer was in the pool. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections as a backup therapy.

Event description:
It was reported that the pump malfunctioned. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections as a backup therapy.